Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading was 25mg/dl. Troubleshooting was performed. The customer stated that she was nauseated and had a seizure. The customer was treated with a shot of glucagon. It was also reported that the customer had stopped a basal because she woke up with low blood glucose. The doctor could not determine the cause of customer's low blood glucose. The programming and alarm history were correct. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.